Event description:
In a 2001 letter response requested by the distributor, a surgeon user reported the following: starting about 7/1999, the surgeon began using the perma-seal graft. After surgically implanting several grafts, the surgeon noted that the grafts clotted early, sometimes before first dialysis could be performed. The letter does not mention specifics of pt selection, peri-operative management, or graft handling.